Event description:
It was reported that multiple boxes of bd posiflush¿ syringes had labels that were not clearly printed. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: a photo was received for evaluation. No physical samples were returned. The photo provided confirms the complaint; the shelf box label shows missing the ¿sh¿ of the word posiflush and the lot# only shows 729 digits, the rest 7959 are missing. The other location where the lot# is printed , it is ok. Failure mode is verified. The shelf box label printer experienced a variation. Our verification system checks the bar code which was printed correctly. This enables the shelf box with the defective printing to pass to final packaging while the equipment variation occurred. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: the shelf box label printer experienced a variation. Our verification system checks the bar code which was printed correctly. This enables the shelf box with the defective printing to pass to final packaging while the equipment variation occurred.

Event description:
It was reported that multiple boxes of bd posiflush¿ syringes had labels that were not clearly printed. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that multiple boxes of bd posiflush¿ syringes had labels that were not clearly printed. There was no report of exposure, serious injury or medical intervention.